Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, no staples came out and the tissue was not sewn. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the atb45 instrument was returned with the firing mechanism damaged and a reload present. The reload was received fully loaded with staples. The firing mechanism was not to be damaged. No functional test could be performed with the device. However, the reload was tested for functionality on a test device and if fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.